Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/08/2015).

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 120 to 184 mg/dl. Customer feels somewhat confused and has observed feeling thirsty. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015; 10:36am) with results of 442 mg/dl and 399 mg/dl (not verified if fasting / before meal / after meal). Verified storage of test strips is within specification since they are kept in bedroom. Recall tests results performed at least two hours after meals from meter memory: (B)(6) 2015, 10:49am - 442mg/dl; (B)(6) 2015, 10:50am - 393mg/dl; (B)(6) 2015, 9:00am - 393mg/dl; (B)(6) 2015, 8:34am - 325mg/dl; (B)(6) 2015, 7:00pm - 297mg/dl. No adverse event reported.